Event description:
On (B)(6) 2014, it was reported that the patient¿s blood glucose on (B)(6) 2014 was 600 mg/dl with nausea and large ketone levels. Reportedly the cartridge cap was missing from the pump. It was reported that the patient was given phone advice by a healthcare provider for treatment of insulin injection and consumption of food and drink. The reporter noted the patient resumed on pump therapy and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to use error. There was no indication or allegation of a device damage or malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.